Manufacturer narrative:
The lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported.